Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3889-28, lot# va1a1ha, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a fall about 2 weeks prior to report and since they had a returned of their target symptoms, a loss of stimulation, excruciating pain in the vaginal area, and bladder spasms. The patient had been throwing up and was sick from being in so much pain. It was noted the patient had been icing their vaginal area to try to help with the pain. The patient could not feel stimulation on any program despite increasing the amplitude to more than twice then their normally used setting. They had tried changing through all 4 of their programs, tried increasing the amplitude on each one to about 6.0 volts. It was noted that the patient normally used the stimulation at 2.5 or 2.6 volts. Also, they had turned the stimulation down and off but the pain did not subside. The patient met with the manufacturer¿s representative at the healthcare professional¿s (hcp) office last week where the implanted system was interrogated and some programming adjustments were made. The representative told the patient that they probably "knocked a wire loose" when they fell and that there was a "malfunction with one wire" in the patient's back. The patient had been trying to get a hold of the hcp for the last two days but had not been to. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient fell off the bed and shortly after, their symptoms returned. The patient had pain and was unable to feel stimulation on any program. It was noted there were lead impedances on 0,2. Diagnostics/troubleshooting performed included reprogramming, turning the device off, increasing/decreasing stimulation, and changed settings. The patient was unable to feel stimulation and an x-ray indicated there was a lead migration. A lead revision was done and the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: from the hcp it was reported that the lead was likely knocked loose from a fall. The actions taken to resolve the issue were replacing the lead and the battery. This resolved the issue. There were no further complications reported.